Event description:
It was reported that the device external hard paddles intermittently failed to get recognized by the defibrillator. The reported failure would inhibit defibrillation therapy delivery through the paddles. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the customer technical assistance and reporter informed that he already had the replacement hard paddles part number information for ordering. Several attempts to follow up with the customer has been unsuccessful. Further component root cause of the failure could not be determined.